Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was inflated however on the third inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was not consistent with the complaint incident. No leaks were noted in the balloon. The shaft was kinked at 12mm proximal to the proximal balloon sleeve. This kink is consistent with excessive force having been applied to the shaft. No tears were visible in the balloon. There was a build-up of solidified contrast media visible inside the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated fully. This was repeated three more times with no leaks noted. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was inflated; however, on the third inflation at 24 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.